Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she had a sensor anomaly. Customer's blood glucose at time of incident was unknown. Customer has not received a green light when connecting to transmitter to the sensor. Customer was advised to replace the sensor and found out that her sensor is shorter than it normally is. Customer was advised that we are replacing the sensor.